Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings:during investigation, the black box shows an unexplained reboot. The pump was powered back on then manually suspended on (B)(6)2018 while the deliveries never resumed. On (B)(6)2018 unexplained loss of prime occurred; deliveries resumed. The total daily dose (tdd)¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. Unable to duplicate a basal history recording defect during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 52mg/dl, with blurred vision, cognitive impairment, confusion, and severe dizziness, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in their doctor¿s office by their healthcare provider with food and/or drink as treatment. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.